Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to be charged. Customer's blood glucose was over 400 mg/dl. Customer reverted to an alternate method for insulin therapy. Upon follow up, customer reported pump battery was able to be fully charged and insulin therapy was resumed.